Event description:
It was reported that a balloon rupture occurred. The 50% stenosed target lesion was located in the moderately tortuous and mildly calcified vessel below the knee. A 2.00mmx1.5cmx140cm small peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon second inflation at rated pressure. The procedure was completed with another of the same device. No patient complications were reported. It was further reported that the duration of second inflation was about 10 seconds. The balloon was completely removed from the patient's body without any problem.

Manufacturer narrative:
A2 - age at time of event: 18 years or older.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a balloon rupture occurred. The 50% stenosed target lesion was located in the moderately tortuous and mildly calcified vessel below the knee. A 2.00mmx1.5cmx140cm small peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon second inflation at rated pressure. The procedure was completed with another of the same device. No patient complications were reported.